Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 200 units. Reportedly, this occurred 3 times during fill tubing. The user successfully loaded a new cartridge. The user's blood glucose level was 236 mg/dl.